Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Hyphema and decreased vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 05/16/2017.

Event description:
It was reported through a clinical study that the surgeon observed a significant hyphema (greater than 10% of anterior chamber) in the operative (right) eye on the same day as the istent implantation and cataract surgery. At the one day postoperative visit, the patient presented with loss of bcva of three lines or more compared to the screening. Nine days postoperatively, the surgeon reported that the hyphema had improved, but was still present, and the loss of visual acuity had resolved. No intervention was required for the hyphema or loss of visual acuity.

Manufacturer narrative:
(B)(4)

Event description:
Follow-up received through the clinical study on (B)(6)2017 provided the following details. The hyphema was reported as resolved at the (B)(6)2017 visit and did not require any intervention. The status was reported as "recovered."